Manufacturer narrative:
E1: patient city: (B)(4). Patient country : the united states.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, patient encountered low blood glucose. The site of insertion was abdomen and patient were bleeding. The patient was hospitalized due to low blood glucose. No further information available.